Event description:
A hospital in (B)(6) reported a patient was being treated for a distal radius fracture. While the doctor was clamping the securing clamp rod screw on the metacarpal, the screw did not rotate clockwise and anticlockwise direction. When the doctor applied more powerful force to the offset wrench, the driver tip of the offset wrench was broken as it was connecting to the clamp. The clamp did not work functionally. The surgeon replaced the clamp with a competitors clamp to complete the procedure. This report is #1 of 3 for the same event

Manufacturer narrative:
Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. The manufacturing records were reviewed and no complaint related issues were found.

Manufacturer narrative:
This device is used for treatment not diagnosis. The investigation of the complained wrench shows that the hexagonal part is broken apart due to excessive applied mechanical force. Visual investigation shows that the tip is badly deformed and finally broken apart. The broken surface is homogenous what indicates material conformity as well. The structure of the broken surface also indicates strong twisting before the breakage occurred. Mechanical overloading situation is the most probably reason for the breakage of the device. No product fault could be detected.